Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during cardioversion of a (B)(6) male patient, the device's defib output was intermittently out of specification. Device outputted 136 joules when set at 100 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history log indicated that the device delivered 136 joules on a 72 ohms patient impedence while set to 100 joules. The expected discharge is at 126 joules which indicates it is within specification range of 107 joules to 145 joules. This does not indicate a device malfunction; therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.